Event description:
It was reported that the patient had had their implantable neurostimulator (ins) explanted about 10 years prior to this report and the leads were left in. It was noted that the ins was removed due to thinning of tissue and possible erosion. The patient was never re-implanted and was interested in potentially re-implanting now.

Manufacturer narrative:
Product ID 3487a, lot# j0357506v, implanted: 2004-(B)(6), product type lead product ID 3550-09, lot# lb9333, implanted: 2004-(B)(6), product type accessory product ID 3487a-56, lot# j0357506v, implanted: 2004-(B)(6), product type lead product ID 748910, serial# (B)(4), implanted: 2004-(B)(6), product type extension product ID 7435, serial# (B)(4), implanted: 2004-(B)(6), product type programmer, patient product ID 3487a, lot# j0357506v, implanted: 2004-(B)(6), product type lead product ID 3487a-56, lot# j0357506v, implanted: 2004-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient got a terminal lung disease and lost so much weight that the battery was protruding from the body. These issues started towards the beginning of 2009 and he has had his right kidney removed. The condition was unrelated to the device or therapy but caused him to lose weight. The patient had a new device implanted in what he believed was (B)(6) 2014.

Manufacturer narrative:
(B)(4)